Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va03stb, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient never had therapeutic effect. It was stated that the implantable neurostimulator (ins) did not work for the patient. The ins was removed on (B)(6) 2013 due to needing an MRI following a ¿possible mini stroke¿ that was suffered in (B)(6) 2013. The patient was unsure if the stroke was related to the device or not. One doctor was reportedly documenting it and the other was not. It was noted that the patient had two strokes previously. It was further stated that the patient still leaked, especially the night after implant. It was also noted that the device worked great during the testing phase.